Event description:
Reporter alleged being unable to read the test strip vial bottle because it looked rubbed off. No actions taken or treatment reportedly received as a result of the alleged event. A request was made for the return of the suspect product , however no product returned.